Event description:
It was reported the pt's (B)(6) ipg was replaced due to an increased recharge burden. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
This ipg serial number was included in field advisories 11627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.